Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the surgeons head was in the console when the issue occurred and he was trying to manipulate the instruments. The instrument did not move in the intended direction, the range of opening and closing the jaw is not fully achieved as intended. There was no shakiness or friction experienced/observed. There was no instrument or system interference and no collisions. The issue was persistent and they completed the procedure with a backup instrument of the same kind. The drape is not available for return, the instrument is available.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.